Event description:
It was reported that this lead was an attempted implant. During the procedure the lead was suspected to be fractured. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead is expected to be returned.